Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional - requested, not provided. Occupation - requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor was stuck in the sheath and the physician could not set the anchor free when using the angio-seal device. The physician then pulled the whole device out and manual compression was held to reach hemostasis. Hemostasis was achieved by manual compression. There was no harm to the patient. No other equipment or devices were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section and to provide the completed investigation results. One used 6fr angio-seal sts plus device was returned for evaluation. Visual inspection revealed that the carrier tube assembly was returned separate from the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed at the distal tip of the hemostatic sheath along with an untamped collagen. The tamper tube was not released. Due to the state of the returned device, the bypass tube was unable to be replaced on the anchor for functional testing. Slight pulling force was applied on the anchor and the suture unwound from the spool releasing the collagen and the tamper tube. No anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause cannot be definitively determined.

Event description:
Additional information was received on 9/19/18. The procedure being performed was a pta (percutaneous transluminal angioplasty). A 6fr procedural sheath was used prior to the angio-seal. A pre-deployment angiogram was performed. The physician was not able to deploy the angio-seal properly because the anchor was stuck in the sheath and it appeared to be broken. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.